Manufacturer narrative:
Retention testing of capture-r ready-ID, lot id086 confirmed the reactivity of the jka antigen.customer's returned sample was qns for testing.

Event description:
Customer reported unexpected negative reaction for a patient sample tested on galileo using capture-r ready-ID extend panel I lot dp021. The ab_ID assay was run with capture-r ready-ID lot id086; the sample tested negative for jk(a+) cells except cells 6 and 7. Customer did not repeat the sample on the instrument or use the manual capture method. Visual inspection of both plates showed that reactions appear to be positive in the wells.